Event description:
It was reported that a user experienced pairing failure between the ilet bionic pancreas and a dexcom g7 continuous glucose monitor (cgm) sensor, with the agent advising the user to toggle sensor settings and reenter the sensor code, after which the user would monitor for readings. Symptoms included absence of glucose data displayed on the ilet with no adverse clinical symptoms reported. Outcomes included temporary loss of cgm-driven automation with no health impact. User support included customer support-led troubleshooting and education focused on device settings and sensor code entry. Investigation of this case revealed a communication or connectivity issue during cgm pairing with no evidence of hardware damage, consistent with software or configuration error related to pairing workflow. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error during cgm pairing.